Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling while using the customer's mfc cables without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence that the device was incapable of pacing properly. No defib/ECG or pads accessories were returned to be evaluated with the unit. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an unspecified "pacer fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.